Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the lcx artery exhibiting 93% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent could not get through the lesion. Stent deformation was seen on the image attached to the file. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: image shows the distal and proximal portion of a device. Deformation is evident to the distal stent wraps. The lot number printed on the luer of the device corresponds with the lot number on the label of the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.